Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. No button error alarm. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer changed battery but alarm did not clear. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.